Event description:
It was reported that balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon initial inflation at 10 atmospheres. The device was removed without any issues. The procedure was completed with a different device. No patient complications were reported and the patient is in good condition.

Event description:
It was reported that balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon initial inflation at 10 atmospheres. The device was removed without any issues. The procedure was completed with a different device. No patient complications were reported and the patient is in good condition. It was further reported that the 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descendig artery.